Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure the right atrial lead exhibited high pacing thresholds, undersensing and high impedances. The lead was not used and a new lead was successfully implanted.